Manufacturer narrative:
As an investigational approach nakanishi inc., (B)(4) (manufacturer) examined the DHR for device (x85l, serial no. (B)(4)). Nakanishi inc. Concluded that no problems had occurred during manufacturing or testing of the subject device, as evidenced in the DHR. (B)(6) conclusion: no record of repair; noisy unit may indicate a maintenance issue. (B)(6) did not return handpiece to nsk for the manufacturer's evaluation.

Event description:
The following information is from (B)(6) to nakanishi inc. (Nsk), regarding a device manufactured by nsk for (B)(6). (B)(6) event summary: patient burned during a crown preparation #31. Nickel size burn on the side of the patient's tongue. No permanent scarring. Doctor noticed the burn, patient numb. The customer noted that the unit overheated and burned (severity of burn not provided) a patient's tongue. The item was purchased (B)(6) 2009, so the unit was almost 53 months old at the time of the complaint. (B)(6) complaint review: there was no repair history on file for this unit. (B)(6) investigation: the customer noted that the unit would not be repaired, but would be traded in towards a new handpiece. The (trade in) unit was sent in the repair department and evaluated. The repair technician noted that the unit did not heat up at all when checked. The technician did find that the chuck strength was poor and making clicking noise. The unit was really loud and the cool and spray was poor as well. The unit will be disposed of and the customer purchased a new handpiece.